Manufacturer narrative:
Visual examination of the returned device found that the sheath was slightly buckled in multiple areas, and the guidewire lumen (side-car) presented push-back. Functionally the basket could not be fully extended as the sheath/coil assembly slid within the heat shrink. The device was disassembled and it was noted that the sheath/coil assembly was not secured by the heat shrink. A review of the device history record (DHR) revealed no issues. It is likely that the device was damaged during attempts to open the basket during the procedure; however a definitive root cause of the damage could not be determined. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device was inserted to biliary duct and the "arch" could not be fully opened. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; side-car push-back.